Manufacturer narrative:
B3: event date is estimated. The allegation is against 1 of 2 octrode lead kit, 60cm length; however, it is unknown which octrode lead kit, 60cm length, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186ans, UDI: (B)(4), serial: (B)(6), batch: a000060497.

Event description:
It was reported that the patient has ineffective stimulation. Reprogramming was unable to resolve this issue. Further intervention may be pending to address this issue. The investigation was unable to determine which lead attributed to this issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.